Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post implant, the lead dislodged as there was no capture at maximum outputs in most configurations. The lead was explanted. No patient complications have been reported as a result of this event.